Event description:
When switching from manual mode to pressure control, the manual bag "receives" a couple of pressure control breaths, when switching back to manual the potential exists to deliver "high" pressure to the pt via the residual pressure in the manual bag.